Event description:
Product analysis for the generator was completed and approved. The pulse generator would not interrogate in the product analysis lab. Therefore, the system diagnostic and final electrical test could not be performed. The generator was confirmed at an end of service condition.

Manufacturer narrative:
F10. Adverse event problem - medical device code; corrected information; initial MDR inadvertently submitted incorrect code. H3. Device evaluated by MFR?corrected information; initial MDR inadvertently submitted incorrect code.

Event description:
Product analysis for the lead was completed and approved. During the visual analysis of the second portion the white inner tubing was found to be cut. Further inspection found each coil end to have one broken coil strand and showed signs of coil breaks. Scanning electron microscopy (sem) images performed on both coil breaks showed that pitting or electro etching conditions, and metal dissolution have occurred at the break locations which prevented identification of the coil fracture types. Kink was also found on a portion of the lead. There were abrasions noted possibly due to wear and fluid inside the lead that entered through the cut ends of the lead. Other than the noted above conditions, the condition of the returned lead portions are consistent with conditions that typically exits following an explant procedure. Note that since a significant portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported that the patient was scheduled for a battery and lead replacement for an unknown reason. The patient underwent replacement surgery and the reason noted on the implant card was due to high impedance. The explanted devices were received for analysis which is underway but has not been completed and approved to date. No additional relevant information has been received to date.